Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, yellow particles, fold crease and an opening. A leak test was performed which found an opening on the anterior side. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is two sharp openings on the valve bond edge due to an unidentified tear opening. The reason for reoperation was due to deflation.

Event description:
Device has been explanted.